Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4)implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 39565-30, serial#(B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient was explanted. The patient had not been using it and wanted it explanted. According to the health care professional (hcp) the patient did not use the therapy frequently and did not think it was helping with the pain so the patient wanted to get it explanted. There were no interventions taken to resolve the issue. The device was explanted on (B)(6) 2015. The patient was alive with no injury at the time of the report. Other relevant medical history indicates multiple back operations. If additional information is received, a follow-up report will be sent.